Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the combo bolus and carbohydrate calculations were not working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 4:19pm. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. Ez-carb and combo boluses were successfully performed and the pump and manual calculations were found to be accurately matching. The pump¿s bolus features were found to be functioning properly. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.